Event description:
The customer reported that the device knife was stuck and the device was not able to cut tissue during a total abdominal hysterectomy. Another instrument was opened in order to successfully complete the procedure. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.